Manufacturer narrative:
The company representative spoke with the customer. And it was discovered, that the reported event was, due to a nonconforming handpiece. It cannot be determined, how this component became nonconforming. No service was requested, by the customer and the sr was cancelled. No further reports have been made. And no further information has been provided from the customer on actions going forward. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the handpiece. It cannot be determined, how this handpiece became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console was not cutting in quadrant mode during surgery. The procedure details and patient harm was not reported. Additional information has been requested.